Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 400 mg/dl. His blood glucose were over 400 mg/dl all morning so they were unable to calibrate, she took him to the emergency room and they decided to take the pump off and he was admitted into the hospital and yesterday afternoon they put him back on the pump but the transmitter is not connected to the pump and the educator told them to call us for help. Hospital stated that there was a kink in it and they checked the pump out and said it was fine. She stated that they put him back on the pump monday and has been working fine. She did not want to troubleshooting for the high she just wants to get the transmitter connected back to the pump. On sunday they got up and he did not feel good so they did a correction bolus and then an hour later she said he was higher and they gave another bolus and after 3 times of checking that is when she took him in. Customer was not getting insulin flow block but they never had any alarms. The insulin pump will not be returned for analysis.